Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 460 mg/dl. The customer went to the hospital but it was not blood glucose related. She was told by the diabetes educator that the insulin pump's buttons were too hard to press and she needed a replacement. The customer treated her blood glucose level with a manual injection. The up and down arrows and the act button were hard to press. The customer had a stroke and was then on dialysis. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to a flattened esc, act and down buttons dome switch. Inspected the lcd connector and no unlocked connector was noted. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the button keypad anomaly. The pump passed the stop current test. The pump had cracked battery tube threads and minor scratches on the display window.